Event description:
When doctor picked it up to place it in the middle ear, the stem fell off, "no further description available. This is a product breakage associated with trimming. There is no adverse event, therefore according to the regulations this is not a reportable event. The device was not returned to the facility. The surgeon in the event never claims an adverse event. For all lots of this item number, this is the third such report in three years according to our database. Device: not returned, not available. No design changes related. Life expectancy and anticipated failure rate:na. This is a permanent implant for the middle ear. A more complete description of the investigation: made two attemps to obtain more information and a return from the user facility with no response. Reviewed sales and complaint database. Reviewed stock to see if the reported lot was available, and it is not.

Event description:
Prosthesis was trimmed to size. When doctor picked it up to place it in the middle ear, the stem fell off.